Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025, the user's caregiver reported high blood glucose (bg) of 373 mg/dl. The user, using a contact detach 23" steel infusion set, had changed supplies 30 minutes prior, and cgm showed 365 mg/dl at the time of the call. Troubleshooting confirmed proper insulin delivery with no leaks, irritation, or connection issues. The highest blood glucose (bg) recorded was 373 mg/dl. Bg was corrected by reconnecting to the ilet through an infusion site change. No symptoms were reported during the event, and no medical intervention was required at the time of call.